Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the plastic cover seemed to be broken. The endoscope worked normally when not fixed to the plastic broken cover. Customer will be changing 30-degree scope and there was no other issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the 30-degree endoscope plus tip was pointing ¿down¿ and the screen displayed the endoscope tip was pointing ¿up¿. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the endoscope from the universal surgical manipulator (usm) arm and rotate the endoscope base manually until the orientation was correct. The customer reseated the sterile adapter and pressed the clutch button to cancel the guided scope change. After reinstalling the endoscope, the issue was resolved. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope (B)(6) was installed at the time of the event. The vision issue did not result in patient injury.

Manufacturer narrative:
The probable root cause is attributed to a mechanical damage to the 30-degree endoscope's plastic cover prevented proper fixation within the robotic system. This issue may be caused by mishandling or accidental impact during previous use or reprocessing, improper assembly or excessive force when installing the endoscope.

Event description:
Refer to h11 for follow-up information.